Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow up, a red warning on the merlin.net alerted that the right ventricular lead exhibited high voltage low lead impedance. An x-ray revealed no anomalies. No medical intervention or patient symptoms were reported. The patient would be followed up normally.